Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the patient developed blisters under the toco transducer. It was noted the customer did not use the transducer belt but used micropore tape to fix the transducer to the patient's abdomen. In addition, it was indicated the transducer was fixed in this position for 18 hours with no device position changes. Good faith efforts are being performed for further information.